Event description:
A lab comparison was performed on a pt. The device result was 400mg/dl and the lab result was around 200mg/dl. The pt was given 15 units of insulin. Controls were stated to be in range but values were not given. A request was made for the return of the respect device and replacement product was sent.